Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-03-25. Data for the described event dates from 2024-03-28 through 2024-03-29 were reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No meal boluses were found in the logs. Review of the ilet report shows the user's cgm glucose was in range most of the day on (B)(6) 2024 , until cgm glucose goes above range at 1:11 pm. Cgm glucose remains above range throughout the event. The device logs show the user replaced their cartridge and infusion set on (B)(6) 2024 at 9:30 am when cgm glucose was 148 mg/dl, again at 9:43 pm when cgm glucose was 412 mg/dl, and again at 7:21 am on (B)(6) 2024 when cgm glucose was 309 mg/dl. No evidence of device malfunction were seen in the engineering logs. The ilet appropriately triggered the high glucose alert as well as cgm sensor alerts. The device continuously made requests for insulin delivery throughout the high event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report and device logs, the ilet operated as intended. The cause of this hyperglycemic event is repeated infusion set failures, due to the user being new to pump therapy and struggling with the infusion set.

Event description:
On (B)(6)2 024 a beta bionics clinical diabetes specialist (cds) had a post training follow-up call with an ilet user. At this time the user reported their infusion set site was leaking overnight. The user was using a convatec inset (23", 6mm) teflon infusion set. The user also reported the insulin cartridge fell out of the ilet even though the user is sure they locked it into place. The user's blood glucose (bg) levels rose to over 400 mg/dl. As a result, the user disconnected from the ilet and went back to manual injections. The user had been initially trained using the convatec contact detach (23", 6 mm) steel infusion set on (B)(6) 2024, with the goal of trying the inset later when the user was more comfortable, as they were previously using multiple daily injections to manage their diabetes. The user reported switching to the inset independently. Cds advised the user it was best to stick with using the convatec contact detach (23", 6mm) steel infusion set. A few hours later the user called the cds back and reported they checked their ketones, and the reading was high. The cds advised the user to call their healthcare provider (hcp) for direction or go to the ER due to the risk for diabetic ketoacidosis (dka). Later the same day the user's husband texted the cds and reported the user was at the ER. The husband reported the user's ketones were at "160+". At this time, it is unknown what treatment the user received or if the user was in dka. The user restarted the ilet with re-education from the cds on (B)(6) 2024.